Manufacturer narrative:
14-jul-2016 product investigation results: reporter returned one toothbrush head on 05-may-2016. Toothbrush head confirmed to be counterfeit.

Event description:
Pinching on the gums [gingival injury]; oral-b brushhead completely loose after a couple goes and kept jumping out [device breakage]; oral-b brushhead completely loose after a couple goes and kept jumping out pinching gums [injury associated with device]; product counterfeit [product counterfeit]. Case description: an elderly female consumer of unspecified age reported that the oral-b power oral care refills precision clean was completely loose after a couple of uses with an oral-b rechargeable toothbrush, version unknown, resulting in pinching on the gums. She described that the heads kept jumping out also. She had been using these toothbrush heads for many years, using them twice a day. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Pinching on the gums [gingival injury]; oral-b brushhead completely loose after a couple goes and kept jumping out [device breakage]; oral-b brushhead completely loose after a couple goes and kept jumping out pinching gums [injury associated with device]. Case description: an elderly female consumer of unspecified age reported that the oral-b power oral care refills precision clean was completely loose after a couple of uses with an oral-b rechargeable toothbrush, version unknown, resulting in pinching on the gums. She described that the heads kept jumping out also. She had been using these toothbrush heads for many years, using them twice a day. The case outcome was unknown. No further information was provided.